Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the sr8 system powered off mid-procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system shutting down during use was confirmed. Unit switches off after 10 minutes on battery power even with battery showing 100% power. The root cause of the failure was identified as a faulty battery. The device was serviced, tested, and returned to the customer. A history review of serial number dy(B)(6) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the sr8 system powered off mid-procedure.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the system shutting down during use was confirmed. Unit switches off after 10 minutes on battery power even with battery showing 100% power. The root cause of the failure was identified as a faulty battery. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the sr8 system powered off mid-procedure.